Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were difficult to press, would not hold the insulin vile and received motor errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had diminished battery life would die within a couple days with no warning and top of battery cap broke. The insulin pump will not be returned for analysis.